Manufacturer narrative:
Although requested, the kit lot information and data were not provided. Through the limited investigation that could be performed, no product issue was identified. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A us customer alleged discrepant sars-cov-2 results for a patient sample tested multiple times with the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system. During initial testing, the sample generated a negative sars-cov-2 result. The next day, during a repeat run of the same sample on the same cobas liat analyzer, a positive sars-cov-2 result was generated. A 2nd repeat run of the same sample on a different cobas liat analyzer was also positive for sars-cov-2. When repeated on another platform (assay/system not provided), it was negative. No further information, including kit lot information and data, will be provided. No harm was alleged. One MDR will be filed per FDA guidance.